Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -11.5/2.0/098 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The surgeon reports the lens had tore during injection/delivery into the eye. On (B)(6) 2023 the lens was exchanged with a same length lens and this resolved the problem. There was no patient injury. The cause of the event was reported as unknown.

Manufacturer narrative:
Type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim#: (B)(4).